Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scroll bar movingwith no input noted. Device had cracked reservoir tube lip, case window display corners, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was performed. The device was returned for analysis.